Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped and replaced on (B)(6) 2018 due to a pacing lead impedance anomaly. No further information is available at this time.

Event description:
Additional information received indicated that high lead impedance was discovered in clinic and the lead was replaced during a normal device change out procedure. The patient tolerated the procedure well.